Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed, and functional testing was performed. The reported issue was not confirmed. The device tested normally at the time of evaluation. No action was taken as no fault was found with the pump.

Event description:
It was reported that the pump was over infusing during pre-test.

Manufacturer narrative:
E1: phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.